Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostic issue. The diagnostic was cleared successfully and the device was re-interrogated normally. The patient would continue with routine follow-ups.

Event description:
New information on (B)(6) 2017 notes the device exhibited loss of rf telemetry due to a false eri trip that had occurred on (B)(6) 2016. The device was downloaded successfully without issue and rf functionality was restored. There were no patient symptoms.